Event description:
Complainant alleged that while attempting to treat a pt, the device's display takes approx two to three minutes to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.